Event description:
Rupture of the metal cerclage two-years post-operative. Revision surgery required.

Manufacturer narrative:
Review device history records. Device history records show device was made to specification. Tibial metal back broken into three parts; cement noticed between poly insert and metal back analysis of radiographs show implant was well-positioned. Unable to determine reason for breakage. This is the initial report submitted regarding this surgical event and medical device.